Manufacturer narrative:
Correction: g2 field: report source. Adding "foreign" as the report source. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of noisy signals and lead body damage.

Event description:
It was reported that during implant of this right atrial lead, it exhibited noise when measured with a non boston scientific pacing system analyzer (psa). The psa cable was replaced, as well as the alligator port, however, this did not fix the issue. The psa was replaced for a boston scientific's device, and the noise from this lead remained the same. Subsequently, this lead was removed prior to pocket closure and another lead of the same model was successfully implanted to complete the procedure. As the noise was not eliminated, it was assumed some kind of malfunction with the lead, including lead damage. No adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that during implant of this right atrial lead, it exhibited noise when measured with a non boston scientific pacing system analyzer (psa). The psa cable was replaced, as well as the alligator port, however, this did not fix the issue. The psa was replaced for a boston scientific's device, and the noise from this lead remained the same. Subsequently, this lead was removed prior to pocket closure and another lead of the same model was successfully implanted to complete the procedure. As the noise was not eliminated, it was assumed some kind of malfunction with the lead, including lead damage. No adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that during implant of this right atrial lead, it exhibited noise when measured with a non boston scientific pacing system analyzer (psa). The psa cable was replaced, as well as the alligator port, however, this did not fix the issue. The psa was replaced for a boston scientific's device, and the noise from this lead remained the same. Subsequently, this lead was removed prior to pocket closure and another lead of the same model was successfully implanted to complete the procedure. As the noise was not eliminated, it was assumed some kind of malfunction with the lead, including lead damage. No adverse patient effects. The product is expected to be returned for analysis.